Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: misalignment of camera unit and the image has white dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the misalignment of camera unit led to white dots in image. The most probable cause of misalignment of camera unit is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Event description:
It was reported that during set up / inspection for use, the subject device had no white balance. There were no reports of patient involevement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.